Event description:
The reporter stated that the customer experienced overinfusion during pt use. It was reported that 50ml of medication was infused to the pt in 12 hours. Info was not available regarding the medication involved and the device set-up. No pt injuries or medical interventions were reported to have occurred.